Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation; the malfunction was duplicated and attributed to a system interconnect flex cable that was disconnected. The cable was reconnected to remedy the problem. The device was rectified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.